Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller, the unit failed to recognize the foot pedal. A different foot pedal was connected, but yielded the same results. There was a 60 minute surgical delay while a different coblator ii controller was located; however, the procedure was successfully completed using the new unit. There were no pt complications reported as a result of this event.